Event description:
It was reported that a caregiver contacted support after a dexcom g7 sensor disconnected and then automatically reconnected, resulting in a brief period of signal loss to the ilet while the pump later resumed receiving glucose values. Symptoms included no reported adverse clinical effects. Outcomes included no medical intervention, no hospitalization, and no alerts or alarms requiring action once the sensor reconnected. Investigation included troubleshooting and education during the call, which confirmed restoration of sensor data to the pump. Investigation of this case revealed transient communication loss between the cgm sensor and the ilet, with normal function restored after reconnection and no device component replacement indicated. It was concluded, based on previously established findings for similar reports, that the cause was temporary loss of cgm-to-pump communication that resolved without further action.